Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va31h98 serial# implanted: (B)(6) 2024 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient zings and her pelvic floor and hip. They reported they came on suddenly no falls or trauma to their ipg. The sensation stopped after she turned the device of they are making an appointment with their hcp for device check. Upon telling their hcp of this they told them that that she complained of similar symptom at her post operative appointment but reported then that the ¿zings¿ had stopped. They will interrogate when she sees them in office.